Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system for an abdominal aortic aneurysm. There were no unusual observations during the procedure. On (B)(6) 2014, the physician was contacted that the patient was suffering from urinary retention. A CT without contrast medium showed that the proximal part of the endoprosthesis was just below the sma. The creatinine level was rather high. The patient was to be transferred to (B)(6) hospital for further investigation and potential re-intervention. At the time, this was the only information available.

Event description:
Both the right renal artery and the celiac artery were reported to have been particularly tortuous and there was poor visibility of the left renal artery during the procedure. On january 27, 2015, it was reported that an endovascular revascularisation procedure of both renal arteries and the superior mesenteric artery had been performed on (B)(6) 2014, with an immediate diuretic reconstitution and decreasing creatinine values over the following days. The patient did not require dialysis. The last known condition of the patient was stable, referring to (B)(6) 2015.